Event description:
The customer reported the device displayed pressure sensors failure at startup and reported diagnostic codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was in use on patient and there was no patient harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted codes as reported by the customer. During testing the fse reported flow and pressure were within specifications. The fse replaced the gas delivery system to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Results: gas delivery system.

Manufacturer narrative:
Date of this report: 07/2014 . Date rcvd by MFR: 09/16/2014. Conclusion / root cause: this gas delivery subsystem (gds) system was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).